Manufacturer narrative:
An attempt to reproduce the reported event using the minimed mobile app (software version 2.5.0) installed on samsung galaxy s24 ultra (android 14) with mmt-1886 780g pump (software ver. 6.7v.3) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: d00780504_e. After conducting a thorough investigation, we have found that there was an attempt to establish a connection with the pump recorded in the logs. Disconnection happened with the supervisor_timeout (8). The possible reason is that some applications work with bluetooth installed on the phone and interfere with pump communication. The mmm app uses embedded bluetooth le in the android phone to communicate with the pump. There are known cases when other software that uses bluetooth too interferes with the work of the mmm app, such as fitbit and polar flow. Installing such software as fitbit and polar flow could help the mmm establish a connection with the pump. The current software version of the patient's pump is 6.7v. This version of the pump software does not work with the phone if the phone has installed software that uses bluetooth. The newer version of the pump software such as 6.21w and newer, consists of the fix that let the pump to establish a connection with the phone even if the other app's using bluetooth are installed. To assist with the resolution of the issue, we provided the helpline team with the following step to ensure that it is addressed effectively: - the patient has to check if another application uses bluetooth installed on the phone, and if so - uninstall the apps. Additionally, the newer software could be installed on the pump. The software version has to be 6.21w or newer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between pump and the mobile device. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.